Manufacturer narrative:
Findings: unit received with frozen display and constant tone due to corroded electronic assemblies. No blank display noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to frozen display. Unit received with corroded motor home switch. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to toilet water. Customer stated that she dropped the pump into the toilet bowl. Customer stated the pump display immediately went blank after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 346 mg/dl. Customer declined troubleshooting for the high blood glucose.